Event description:
In may 2004 the patient called lfs alleging that their one touch ultra meter would not power on. The last date and time of testing was four days earlier at 10:15 am. The patient neither alleged harm nor experienced injury or medical intervention. Patient contacted a medical professional for advice; however, no further treatment was sought. The customer service representative confirmed that the patient was using the correct type of strips, battery was correctly installed, battery contacts were in goo condition, and the battery was replaced less than 1 year ago. Based on the information supplied by the patient, there is an indication that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.